Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), the device displayed a "defib fault 72" message. Complainant indicated that the clinician cycled the device off and on, and the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.